Manufacturer narrative:
Evaluation summary: the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. All inspection steps on the sub assembly catheter were completed as required and documented. One (1) unused sample was returned to the manufacturing site for evaluation. The vacuum breaker is attached to the catheter tube using a bonding agent. From reviewing the returned unit, it can be seen that there is a presence of the bonding agent on the complaint device. The very end of the tube has a shiny surface finish indicating the presence of the bonding agent. This shiny surface is uniform around the whole tip of the catheter shaft indicating correct application. A visual inspection of the end of the tube and the inside surface of the vacuum breaker identified no defects or damage that could reduce the surface contact area for the bonding agent. Based on this investigation, all the required manufacturing steps were completed on the returned device. From the investigation it cannot be confirmed that the root cause of the vacuum breaker detachment was production related as all required production steps were completed on the unit. A specific root cause could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the connection piece comes apart often. Issues found prior to use.